Event description:
I began to have swelling and redness in my right eye, so I went to my hmo dr who diagnosed it as a pet allergy and told me to take benadryl. He's examined my eye first with a slit-lamp and said he's found no corneal abrasion. I returned approx two weeks later, because the redness and I began to have swelling & redness in my right eye, so I went to my hmo dr who diagnosed it as a pet allergy and told me to take benadryl. He's examined my eye first with a slit-lamp and said he'd found no corneal abrasion. I returned approximately two weeks later, because the redness and swelling had increased, and I'd developed an extreme sensitivity to light as well. A second general practitioner examined my eye with a slit-lamp, said she saw a corneal scratch, and applied a huge pressure patch to my eye with instructions to stay in bed and remove the patch in 24 hrs. I convinced kaiser to pay for this surgery, over their initial objections.